Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: during a procedure on (B)(6) 2013, the wings of the inspace implant were not deployed properly. When the implant insertion sleeve was being taken out, the implant was also coming out with the holders sleeve. No additional information is available. This is report 1 of 1 for complaint (B)(4).